Manufacturer narrative:
(B)(4). Concomitant medical products: unknown bearing, catalog #: unk, lot #: unk; unknown femoral, catalog #: unk, lot #: unk; unknown tibial trays, catalog #: unk, lot #: unk. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial left knee arthroplasty. Subsequently, the surgeon is requesting a custom oss yoke with 4mm wings for a possible revision due to wing fracture of the oss yoke.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event could not be confirmed due to limited information received. Device history record (DHR) could not be reviewed as the lot number was not provided. Root cause cannot be determined with the limited information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.